Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient was brought in for an upgrade, intermittent noise on the ventricular sense amp was observed. During the generator replacement, externalized conductors were observed. The lead was capped and replaced.